Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there has been insulin leakage in the system for the past 8 days. The cartridge and cartridge compartment of the infusion device have been wet, and she has experienced hyperglycemia. She did not require treatment from a healthcare professional or second party to address the issue. The alleged products were requested for evaluation.

Manufacturer narrative:
The complaint of the infusion set cannot be verified due to mishandling of the product by the customer. The received used cartridge was visually and leak tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The used returned transfer set was visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. The occlusion limits and alarm functions of the pump were tested successfully and all test results were within product specification. No malfunction of the device was observed and no evidence was found that the device did cause or contribute to the condition reported by the customer. The adapter passed the optical investigation successfully.